Event description:
Pt intubated with size 8.0 parker flex-tip endotracheal tube prior to fiberoptic bronchoscopy. Pt intubated easily under direct laryngoscopy. During bronchoscopy, able to easily advance pentax 15x bronchoscope through endotracheal tube, but extreme difficulty in withdrawing bronchoscope from endotracheal tube, requiring significant exertion, despite adequate lubrication with surgilube. Next day pt developed high peak airway pressure. Unable to advance suction catheter through endotracheal tube. Pt with significant hypoxemia. Pt's endotracheal tube changed and endotracheal tube found to have significant mucus plugging due to extended flex-tip.